Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6), clinical manager, (B)(6). B3: day unknown.

Event description:
It was reported that under-delivery occurred during use of the device. Per reporter the customer indicated that it was assured the tubing was placed so that it would not kink in the pouch the patient used. It is unknown if there were any adverse effects.